Event description:
During the use of eye cannula 30g, debris came out and went into the patient's eye. Instrument technician was informed that the operating room technician flushed the cannula prior to being used on the patient.